Manufacturer narrative:
Product event summary: analysis found the programmer was not freezing, however, the stylus connection on the mpu (microprocessor unit) printed circuit board assembly was loose, which resulted in an inability to select anything on the lower part of the screen (ie.¿interrogate¿,¿ end session.¿) so the programmer appeared to be freezing. Able to navigate the overlay with the stylus after mpu replacement, however, still unable to calibrate stylus due to the overlay. Analysis also found the case is broken at the handle and the power supply fan is noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the handle and other parts are broken. It was also reported there is a software issue; reveal device was interrogated, got into the software, and then screen froze three times. It is noted the screen freezes at time and date. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).